Event description:
Clinical trial: it was reported that during a coronary artery drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated four target lesions. Target lesion one was a de novo, moderately calcified, mildly tortuous, distal lad (left anterior descending) lesion measuring 2.5x10mm with 80% stenosis. Target lesion one was treated with direct stenting using a 2.5x12mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a de novo, moderately calcified, mildly tortuous, distal lad lesion measuring 2.5x12mm with 80% stenosis. Target lesion two was treated with direct stenting using a 2.5x12mm taxus liberte stent resulting in 0% residual stenosis. Target lesion three was a de novo, mildly calcified, mildly tortuous, mid lad lesion measuring 2.5x24mm with 85% stenosis. Target lesion three was treated with direct stenting using a 2.5x24mm taxus liberte stent resulting in 0% residual stenosis. Target lesion four was a de novo, moderately calcified, mildly tortuous, proximal lad lesion measuring 3.0x12mm with 70% stenosis. Target lesion four was treated with direct stenting using a 3.0x12mm taxus liberte stent resulting in 0% residual stenosis. Moderate balloon withdrawal resistance was reported for the 3.0x12mm taxus liberte stent delivery balloon and resolved without treatment by pulling harder. No patient complications were reported.

Manufacturer narrative:
The delivery device was disposed, and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for this batch have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis.